Event description:
This report is being filed after the review of the following journal article: yu, p., et. Al., (2022), clinical and radiological outcomes of acute rookwood type iiib acromioclavicular joint dislocation: mini-open tightrope technique versus hook plate, injury, vol.13 (2) pages 1-7, (china). The aim of this retrospective study was to compare clinical and radiographic outcomes between hook plate fixation and mini-open tightrope for the treatment of acute rookwood type iiib acromioclavicular joint dislocation. Between 2013 to 2019, a total of 112 patients treated for acute traumatic acj dislocation (rockwood types b) using either hook plate fixation or mini-open tightrope fixation. 60 patients (35 males, 25 female, mean age 56.43 ±9.64) underwent hook plate fixation. 52 patients (32 males, 20 female, mean age 50.15 ±15.39) underwent mini-open tightrope fixation. A clavicular hook plate, synthese and k-wires, non-synthese were used during hook plate fixation while a tightrope implant was used during tightrope fixation. Duration of surgery was significantly shorter in the mini-open tightrope group than that in hook plate group. The mini-open tightrope has better function and relieves pain in the early postoperative period compared to hook plate, and at the last follow up two groups have similar clinical and radiological outcomes. The median follow-up was unknown. The following complications were reported as follows: - 1 patient hook plate was cut out for early weight bearing and this patient was treated by reset the hook plate and 2 k-wires fixation additionally. - 1 patient with superficial wound infection was resolved by oral antibiotics and daily dressing . This report is for an unk - plate: lcp clavicle hook plate. A copy of the literature article is being submitted with this medwatch. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown plate: lcp clavicle hook plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.